Event description:
During a procedure, a small piece of the product fell into the pt. The green seal came off and fell inside of the pt. The piece was retrieved and will be returned to (B)(4) (microteck distributor). There was no pt harm. Procedure: prostatectomy w/lnd - uro. Procedure was completed. Reporter indicated no injury or death.

Manufacturer narrative:
Manufacturer's note: the piece that fell into the pt appears to be "molding byproduct" that may have been created when the part was manufactured. Returned device was provided to microtek's supplier for investigation/ evaluation. Evaluation outcomes are pending as of (B)(4) 2012. MFR was notified of the incident on 01/09/2012. On 02/09/2012 further info was provided that the incident occurred on (B)(6) 2011. (B)(4).